Event description:
During an unspecified procedure, the suture broke. No pt injury was reported.

Manufacturer narrative:
The reported condition was confirmed however, the exact cause could not be determined.